Manufacturer narrative:
Product investigation is in progress.

Event description:
The other (outer) layer was stuck inside me- tampax [foreign body in reproductive tract]. The other (outer) layer was stuck inside me [device breakage]. Case narrative: consumer reported via email that the outer layer of the tampon was stuck inside her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The other (outer) layer was stuck inside me- tampax [foreign body in reproductive tract]. The other (outer) layer was stuck inside me [device breakage]. Case narrative: consumer reported via email that the outer layer of the tampon was stuck inside her. No serious injury was reported.

Event description:
The other (outer) layer was stuck inside me- tampax [foreign body in reproductive tract]. The other (outer) layer was stuck inside me [device breakage]. Case narrative: consumer reported via email that the outer layer of the tampon was stuck inside her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.